Manufacturer narrative:
Continuation of d10: product ID unk-nv-marathon (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the onyx embolization was planned for the treatment of the arteriovenous fistula. The plan was to use a mirage guidewire to advance a marathon microcatheter to the lesion site. However, due to the tortuous vascular pathway, the guidewire was adjusted multiple times during advancement. It was later found that the guidewire had fractured approximately 10 cm from the tip end. The microcatheter and guidewire were then removed, with the tip end of the guidewire remaining in the patient¿s body. The procedure.